Manufacturer narrative:
A review of the call on (B)(6) 2024 yielded clarification that the customer reported the charging cable was bent - not burnt. The customer did not allege any thermal issues, heating, or melting. Therefore, this MDR is being cancelled.

Manufacturer narrative:
The customer inquired about the expected battery life for the controller, and reported she recharges daily, and it may take 3 hours for the battery to charge to capacity. The customer reported her charging cable is bent where it plugs into the device and is suspecting that may be contributing to the increased time to recharge. The customer was sent a new controller and charging cable. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It has been reported that the op5 charging cable is melted. The issue was noticed when the cable was not charging.